Event description:
It was reported that the patient underwent a total pelvic floor repair procedure in 2006. During the left posterior pass of the needle, the rectum was perforated. A general surgeon was called and repaired the rectum. One day postoperatively, the patient appeared to be doing fine and was without pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.